Manufacturer narrative:
A fracture of the conductor was noted at 24.2 cm from the connector pin consistent with over tightened suture sleeve tie. Lead shorting due to the inner and outer coils contacting each other at 19.0 cm from the distal tip was noted. Inner insulation was damaged at 41.3 cm from the distal tip which is consistent with over tight suture sleeve tie. This fracture is consistent with the observation from the field of loss of capture, p-wave amp variation and low lead impedance. All other damages were consistent with that occurring at the time of explant.

Event description:
It was reported that loss of capture and decrease in sensing was observed on the atrial lead. The ra pacing lead impedance was also measured to be low and out of range. The patient was pacemaker dependent. Lead was explanted and replaced. The patient was stable post-procedure.